Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5154997.

Event description:
It was reported that a patient presented with under-sensing noted on the patient's atrial lead. No intervention or adverse effects were reported.